Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Evaluation of (B)(4) that revealed extrinsic obstruction of the outflow graft under the bend relief.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 lvas confirmed extrinsic obstruction of the outflow graft. A specific cause for the observed outflow graft distortion and the duration for which it was present could not be conclusively determined through this evaluation. The lvas was returned assembled with the pump cable severed approximately 4¿ from the pump housing. The remainder of the pump cable and the modular cable were not returned. Approximately 1" of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged at the graft hardware. The outflow graft clip was also returned in place. The apical cuff was returned secured with the cuff lock fully engaged. Visual inspection of the distal (severed) end of the outflow graft revealed a kink. Upon removal of the bend relief, a buildup of smooth tissue between the graft and the bend relief was observed filling into the kinked area, suggesting that the kink was present for an undetermined amount of time while the lvad was supporting the patient. The interior of the outflow graft revealed no evidence of any developed or adhered depositions or thrombus formations. The textured surface of the graft attachment also revealed no evidence of any adhered or developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the pump functioning as intended. The lvad was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.